Event description:
The pt came to an unscheduled follow-up on (B)(6)2013 complaining about high heart rate. The pacing mode was reprogrammed on (B)(6) 2013, the reported issue of high ventricular pacing rate was no more observed. Some episodes recorded in device memories also reportedly showed an unusual pacing/sensing behavior. Explanations were requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.